Manufacturer narrative:
An event regarding revision surgery due to femoral stem fracture involving a ti dur reg fluted stem17x155mm was reported. The event was confirmed by x-ray. Method & results: medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: no examination of the explanted components and no documented follow-up between the (B)(6) 2008 surgery and (B)(6) 2015 are available. There is no evidence of faulty stryker products noted as contributing to this complicated clinical picture of three revisions of a right total knee arthroplasty. Device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. Complaint history review: complaint history review confirmed that there have been no other similar events for the reported lot. Conclusions: medical review of the information provided did not identify a route cause of the reported event of femoral stem fracture. Further information such as product return, additional x-rays as well as additional patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Not returned.

Event description:
Right knee revision due to broken stem or offset - sales rep unsure which component was broken. As per discussion with sales rep: it appeared to the rep from the explanted devices that the 21 x 80mm stem broke off inside the offset adapter.